Event description:
It was reported the patient felt fatigued and was feeling like before the device was implanted. The interrogation report showed two ventricular tachycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.